Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose of 33mg/dl. The customer drank orange juice and her glucose went up to 49mg/dl. It was reported that the customer has symptoms of being incoherent, confusion, vomiting, and shaking. It was stated that the customer is on a medication for seizures. It was stated that the customer saw her endocrinologist doctor and the program in the insulin pump was changed. Advised the customer to take another reading and her blood glucose was 69mg/dl. Offered to call paramedics and customer stated that she is going to the hospital in an ambulance. No further information was provided.